Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode due to minute ventilation (mv) chop oversensing. As a result, inappropriate atrial tachy response (atr) episodes were stored. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode due to minute ventilation (mv) chop oversensing. As a result, inappropriate atrial tachy response (atr) episodes were stored. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.